Event description:
It was reported the 'ngage nitinol stone extractors' basket was unable to be opened prior to an unspecified procedure. The user opened the package and pushed the device handle and found the basket could not be opened. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
D4: model # = gpn #. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: h6: medical device problem code (annex a), component code (annex g). Investigation evaluation description of event: it was reported the ngage nitinol stone extractor´s basket was unable to be opened prior to an unspecified procedure. The user opened the package and pushed the device handle and found the basket could not be opened. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned in an open package with label. Upon inspection no significant damage to the device was noticed. Handle was actuated, and the basket would not open/close. Basket had broken wires coming from distal end of sheath. The returned device was found to have a basket that would not open due to separation of the basket from the basket sheath. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. The basket assembly is manufactured by a supplier. The supplier was informed to investigate the issue. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint similar with the complaint device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, did not provide any information related to the reported issue. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.